Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however, pump date and time were incorrect. Tandem technical support assisted customer in correcting date and time, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 150 mg/dl.